Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The customer reported via the sales rep that the female pt was complaining of pain in the hip. An x-ray was performed which showed that the exeter stem had snapped. The pt therefore had to undergo a revision surgery. The pt's primary procedure took place approximately 9 years ago at (B)(6).